Event description:
The device was returned from customer for service. During service by baxter technician, the device failed accuracy test with underdelivery. The hospital representative stated they have no record of any patient incident involving the pump since that last baxter service event.